Event description:
It was reported, a patient's right ventricular (rv) lead presented with high pacing impedance and loss of capture. The lead was explanted in a procedure on (B)(6) 2023. In which a visible abrasion was noted, under the suture sleeve. Post-procedure, the patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance, failure to capture and lead abrasion were not confirmed. As received, only the distal portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.